Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phacoemulsification (phaco) handpiece was manufactured on june 13, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece over heated. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
The event occurred during a cataract surgery with an intraocular lens implant. The procedure was completed after exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The handpiece was successfully primed and tuned on a calibrated infiniti console. The connection between the high electrode and ground was tested with a digital multimeter (dmm). The dmm read 53.49ko, which indicates a failure of this test. The handpiece was then run at 100% phaco power for 5 minutes without error. A thermocouple was used to test the shell temperature after 1 minute of running; the temperature exceeded the upper specification limit of 55°c. Testing on the dynamic tuning fixture (dtf) was attempted but the handpiece was unable to pass tuning testing at the itc confirmed that the handpiece shell temperature exceeded the upper specification limit after one minute of testing. The handpiece could not be disassembled for further testing as it was marked ¿customer property.¿ the reported event was confirmed; however, the root cause of the reported event remains inconclusive. (B)(4).